Event description:
Device issue: none. Adverse event: pain and vessel occlusion. Time of adverse event: post stenting procedure. It was reported that a pt called to report that over the last year, he has had approx 5 xience v stents implanted. The pt stated he has several (non-abbott) bare metal stents implanted over several years. Reportedly approx in (B) (6) 2009, he had his first xience v stent implanted. Shortly after the procedure, he has not been feeling good. The symptoms are chest discomfort (pain and heaviness) and abdominal issues (dull pain). He has spoken with his physician; however, did not disclose details. The pt is wondering if the stent material or the drug on the stent, is causing these symptoms. In (B) (6) 2010, another four xience v stents were implanted. The symptoms continue and appear to be increasing in intensity. The pt was told by his physician that the first xience v stent (implanted in (B) (6) 2009) was approx 40% occluded. Telephone message received from the physician was "the chest pain that mr. Ali is experiencing is non-specific and this has been going on for years, prior to receiving the xience v stents." There is no scheduled treatment. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. A f/u report will be submitted with all add'l relevant info.